Event description:
It was later reported that the patient had not been able to walk since the pump implant. The patient was ¿too tight¿ and the hcp had tried increasing the dose to 1300mcg/day. The hcp stated that the patient did not like the ¿concept¿ of the pump and was asking to be titrated down and have the pump explanted.

Event description:
It was reported that the therapy was not working since the implant six weeks prior to the date of this report. The patient had multiple visits to physical therapist and an increase in dose as well as boluses and had ¿continued to deteriorate¿ to the point where he can barely stand up. His legs tend to hyperextend and he was unable to bend his knees or lift his feet off the floor. There are windows of time, one to two hours, in which the patient can lift his foot and have a larger walking gait but then the patient goes ¿rigid as a board¿ and cannot even lift his feet off the ground as his feet point and he walks on the outside edges of his feet. His feet and legs were also very swollen and look like ¿tree trunks¿ and also dealt with urinary urgency. The patient stated when he did the trial he was running with the walker. Now with infused medication there was no improvement. Reportedly, the physicians were considering a dye study. The patient stated he was frustrated that everybody has their own scope on dealing with him but no overall picture of what he is going through and living with these difficulties. The patient reported, he now had a terrible scar and a ¿visible hockey puck¿ in his abdomen which impacted how he wears pants. The patient further reported that this was ¿unacceptable¿ and had he had known ¿this¿ he would have never considered the pump implant surgery. This device system delivered baclofen. Additional information has been requested, but was not available as of the date of this report. Later, the patient expressed concern and dissatisfaction for his overall implant, hospital, and ongoing physician cares. The patient could not see the neurosurgeon as the building was not handicapped accessible. For two days, the patient was in the hospital after his implant surgery and reported that the compression leg wraps were never hooked up to the compressor. The patient felt like the ¿fiasco started from implant.¿ in addition, during the trial, he walked well except when he felt fatigue and then his feet would drag but felt more relaxed after that trial injection. Now mid-day the patient will take a nap and dozes off on occasion with this being new for him since the implant. He had not been able to leave the house in weeks. The patient further reported, he felt as though he had symptoms of overdose as he was drowsy, lightheaded, had slow, shallow breathing, loss of consciousness and also bowel urgency. The patient¿s pump was being refilled every 21 days. Reportedly, the physician was pressing the patient for a second original screening test and the patient did not feel this was a good option. A dye study was performed and imaging showed that the drug was going to the right place and fanned out into ¿little rivers¿ once passed the intrathecal space. Reportedly everything was ¿working fine.¿ the patient stated that the physician was trying to manage the patient¿s spasticity with receiving 750-780 microliters of lioresal per day but the patient felt he was ¿worse than ever¿ and now used a wheelchair as before using a walker. The patient used to also be able to get in and out of bed independently. It was later reported that the patient¿s clonus had also increased since the pump implant. When walking, the patient¿s left foot painfully rolls outward and the ball of his foot raised up, putting painful pressure on the ankle joint. Further, getting his feet into the wheel chair foot supports was very difficult and ¿just getting my knees and ankles to relax and bend is the cause.¿ the patient was also taking oral baclofen twice a day, diazepam twice a day, and citalopran once a day. The patient had a physician appointment scheduled for (B)(6) 2013.

Event description:
It was later reported that the patient had not followed up with the healthcare provider (hcp). The hcp stated the cause of the event was unclear as well as ¿patient has ms and spastic paraparesis to start with¿. A bolus was administered on (B)(6) 2013 at which time the pump motor was audible. The hcp also reported that the catheter dye study performed in (B)(6) 2013 showed the catheter was ¿in place and working¿.

Manufacturer narrative:
Product ID: 8780 lot# serial# (B)(4), implanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the hcp was titrating the dose down and wanted to drop the dose by 15% on the day of the report and 15% more after 48 hours. The patient¿s current dose was 868.5mcg/day and was to be decreased to 738.23mcg/day with the second decrease to 627.5mcg/day. A single bolus of 1,476.46mcg over a 48 hour duration was to be programmed. The patient complained that he could not walk since the pump was implanted and he thought the pump was the cause of all of his medical issues. The plan was to explant the pump following titration of the dose. The device system delivered lioresal.